Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that upon receiving the device, it was not working properly. Upon further investigation, it was determined that the device's power indicator was blinking. There was no reported patient involvement.

Manufacturer narrative:
One defoa-(B)(4) unit was returned for failure analysis. The reported problem was duplicated during lab tests. The low output of the power supply was causing the power indicator lights to blink on the returned defoa-2016-10-25679 unit. The available information is consistent with a malfunction of the defoa unit. Philips cannot rule out a malfunction of the power supply module as the cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.